Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis therapy patient experienced peritonitis. The cause of peritonitis was not reported. On the same day as onset of the event, the patient hospitalized for the peritonitis. The treatment and patient's outcome was not reported. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the peritonitis was a use error further described as due to a change in the caregiver (no further details were provided). On an unreported date in the same year as onset, the patient began treatment for the peritonitis with unknown antibiotics (doses, frequencies and routes not reported). Sixteen days after the peritonitis onset, the antibiotic treatment was discontinued, the peritonitis was resolved and the patient was recovered from the event. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.